Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 2.25 x 16 synergy drug-eluting stent was advanced for treatment but failed to cross. After device removal, it was noted that the distal tip of the stent itself was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.